Event description:
The husband of a (B)(6) female pt called zoll customer support to report that the pt's battery charger wouldn't power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger was unable to power. The cause for the failure was isolated to a defective power supply brick connector. The connector pins were recessed. The root cause for the recessed pins could not be positively identified but was likely a mfg issue. A supplier corrective action has been initiated. No adverse event resulted from defective power supply brick connector. The pt rec'd a replacement battery charger/modem.